Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache. There was no report of serious or permanent patient harm or injury. The device and a humidifier were returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device and humidifier were completed by the manufacturer and found evidence of unknown contaminant on the front panel and bottom enclosure, liquid ingress on the blower and blower box, unknown contaminant on the humidifier water tank, unknown dust contaminant and hair particles on the flip lid, an unknown contaminant on the water tank lift tray, an unknown contaminant and dust contaminant on the bottom enclosure, discolored dry box seal, hair-like particle on the dry box. The manufacturer found no evidence of sound abatement foam degradation. Using a known good power supply the manufacturer also confirmed that the heater plate and heater tube heats. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with liquid ingress on the blower and blower box, dust contaminant on the bottom enclosure and multiple contaminants found were inconsistent with sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.